Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose (bg) was over 500 mg/dl which was addressed with a manual injection. Reportedly, the customer wore the pump against their skin. During troubleshooting, a test bolus was delivered and insulin was observed dripping out of the infusion set tubing as expected. No damage was noted to the infusion set cannula. A clinical diabetes specialist followed up with the customer and determined that the cartridge tubing was bent from the position the pump was being worn by the customer. A new cartridge was loaded and the pump performed as intended.